Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system: lift, support plate, stabilizer, steerable guide catheter, clip delivery system. As the mitraclip remained implanted on the mitral valve leaflets, an analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided by the reporter to abbott vascular. Potential causes for failure to adhere or bond to the leaflets and single leaflet device attachment (slda) leading to incomplete coaptation are, but not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions (procedural circumstances influencing the ability to grasp the leaflets). As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip and its components were functioning as expected. There were no non-conformances issued for this lot that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no other incidents reported for this lot. The user also reported no issue while functionally inspecting the clip delivery system (cds) during device preparation, which is an indication that the device was functioning properly prior to use. With regards to the device damage by another device, potential causes are, but not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions (procedural circumstances influencing the ability to grasp the leaflets). As the physician stated while trying to grasp the leaflets next to the second clip with the third clip had caught on it and during the time he was trying to separate the clips one came loose and the other one became damage. With respect to the patient condition, procedural conditions and/or user technique, the difficulty in grasping both leaflets may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, the information provided in the case details stated during the grasping attempts the clip became caught in the second clip. The clips were able to be separated, but the leaflet was partially damaged and the second clip detached from the posterior leaflet remaining attached to the anterior leaflet. Based on the information reviewed, the reported difficulty grasping the leaflets and/or slda appears to be related to procedural conditions and not a product quality deficiency. The patient effect of worsening mitral regurgitation is listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality deficiency with respect to manufacture, design or labeling. The mitraclip((10273345/(B)(4)) referenced is being filed under a separate medwatch MFR number.

Event description:
This report is being filed as the mitraclip (10273055/(B)(4)) became entangled in another clip and detached from the posterior leaflet. The mitral regurgitation (mr) increased and is considered patient injury. It was reported that a patient was considered technically feasible to undergo the mitraclip procedure. There were no problems with visualization; however, during the procedure, difficulty grasping the leaflets with the first clip was experienced. After two hours, the clip was implanted. The functional mr was slightly diminished. A second clip (1027305530) was used and difficulty grasping the leaflets was experienced. The clip was implanted reducing the mr from 4 to 3. A third clip (10273345/(B)(4)) was used, but during the grasping attempts the clip became caught in the second clip. The clips were able to be separated, but the leaflet was partially damaged and the second clip detached from the posterior leaflet remaining attached to the anterior leaflet. Due to the inability to grasp near the second clip, the third clip was implanted in the anterior-lateral commissure. The mr grade was 4. A fourth clip was used, but after many grasping attempts and eight hours of device time, the physician decided to remove the device without deploying the clip. The physician attributed the difficulty grasping to an improper alignment over the mitral valve. The procedure ended with the mr grade of 4 and the patient was clinically stable. There was no further treatment provided or planned for the mitral regurgitation, however, the patient's hospitalization had been prolonged. No additional information was provided